Event description:
Additional information received reported that infection onset occurred on (B)(6) 2010. Perioperative antibiotics were administered, and it was noted that the patient did not have meningitis. The reporter stated that signs and symptoms of infection included the incisional wound opening. It was noted that the primary location of the infection was at the device pocket. A culture was obtained at the device pocket, with "mixed organisms" cultured. It was reported that both IV and oral antibiotics were used as treatments instituted for the infection. It was noted that the infection was resolved. The reporter stated that corticosteroid use was a risk factor that applied to the patient before the implantation of the device. The reporter stated that the patient described prolonged work on a combine and farm machinery for weeks postoperatively. It was noted that there was evidence of a pressure sore and skin breakdown over the device. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that three years ago the patient had a device implanted and then removed due to an infection. This reported information was unclear as the implant date listed below was not three years ago. It was stated that the lead remained in the patient. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).